Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomed, contacted physio-control to report that their device had a service indicator present and upon powering on, continually reboots itself. As a result, defibrillation would not be possible, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control contacted the biomedical engineer who advised that a decision has not been made on if, or when, the customer's device will be repaired. The biomedical engineer was unable to provide a time line regarding when a decision on what to do with the device may be available. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.